Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the commode leg, the push button is broken on the leg. No other details provided.